Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not verify whether there was any system malfunction. The investigation of the case logs did not reveal any failure of the system. For this reason a root cause could not be determined. The gps platform and spine risk analysis and dfmea can be found using document number (B)(4). The current rev's date is (B)(6) 2021. The relevant risk and mitigations are identified under (B)(4). (B)(4) has already been identified as requiring an update in response to (B)(4). The update identified will also be appropriate for this complaint. The cause of the reported issue was traced to user technique.

Event description:
Robotic arm did not fully back off of trajectory before moving to next screw on two different occasions. The arm started to drag the mis tulip so (B)(6) dr. Released foot pedal and raised the arm manually. They were both left sided trajectories, I believe the error occurred from l2-4, but cannot remember definitively which.